Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implant attempt of the subject ventricular lead, while the physician was fixing the lead body with the suture sleeve, he mentioned that the lead body was movable even though the sleeve was fixed with nylon sutures. The fixation of the sleeve was redone, but it was still confirmed under fluoroscopy that the lead body was still movable. As the atrial lead was able to be securely fixed, the physician attempted again to fix the subject lead in the same way as the atrial lead; however, the lead body was still easily movable, although the nylon sutures were firmly tightened. The physician then attempted to fix the subject lead with a suture sleeve from the competitor twice, but both attempts failed. As the lead body was still easily movable even with the suture sleeve firmly held by hand, the lead was replaced. After the procedure, the explanted lead was examined again. It was confirmed that the lead body was movable with almost no resistance with nylon sutures tightened on the suture sleeve or while the suture sleeve was held directly by hand.

Event description:
During the implant attempt of the subject ventricular lead, while the physician was fixing the lead body with the suture sleeve, he mentioned that the lead body was movable even though the sleeve was fixed with nylon sutures. The fixation of the sleeve was redone, but it was still confirmed under fluoroscopy that the lead body was still movable. As the atrial lead was able to be securely fixed, the physician attempted again to fix the subject lead in the same way as the atrial lead; however, the lead body was still easily movable, although the nylon sutures were firmly tightened. The physician then attempted to fix the subject lead with a suture sleeve from the competitor twice, but both attempts failed. As the lead body was still easily movable even with the suture sleeve firmly held by hand, the lead was replaced. After the procedure, the explanted lead was examined again. It was confirmed that the lead body was movable with almost no resistance with nylon sutures tightened on the suture sleeve or while the suture sleeve was held directly by hand.

Manufacturer narrative:
(B)(4).